Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and confirmed error 25733 indicating outer yaw, outer pitch fault on the usm. Confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component during back drive test felt stiffness on yaw and pitch motion. The usm was then installed onto a psc fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the yaw and pitch motors module were inspected, and no faults could be identified. The complaint was confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that errors occurred when moving universal surgical manipulator (usm) 1 behind the laser line. The customer power cycled and homed the system with no errors until the usm was moved behind the laser line. The customer was aware that usm 1 might need to be disabled. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: surgical ports were placed after the initial error was noted. The site was able to recover from the initial error to start the procedure. However, usm 1 stopped working during docking/targeting. The surgeon elected to disable usm 1 from the surgeon side console (ssc). The site only needed three usms for the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj) and universal surgical manipulator (usm) due to intermittent errors 31119. The system was tested and verified as ready for use. Isi received the distal suj and usm due to intermittent 31199 error. Failure analysis confirmed error 31199 in the log pointing to the distal suj. The distal suj and usm were installed onto a golden system where components functioned as expected, and no faults could be reproduced. The distal suj was then installed onto another test platform and passed all tests that were performed. The logs also showed errors 32096 and 32097 pointing to an issue with the axes controller tornado (act) board.